Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. As the stent implant was deployed in the lesion, the loose stent could not be verified. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 85% stenosed distal left circumflex artery (lcx). A 2.5 x 33 mm xience prime ll was being advanced to the distal lcx when it was observed that the stent implant was loose on the balloon. The decision was made to implant the stent in the lcx proximal to the intended site. A new xience prime ll stent was implanted to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.